Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced three anti-tachycardia pacing (atp) bursts, followed by two shocks. The second shock successfully converted the rhythm. Technical services (ts) reviewed the event and determined that therapy was initiated due to the rhythm ID feature being uncorrelated. However, ts stated that it was difficult to determine whether the episode was ventricular tachycardia (vt) or supraventricular tachycardia (svt); therefore, the appropriateness of the therapy could not be confirmed. No additional adverse patient effects were reported. This ICD remains in service.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced three anti-tachycardia pacing (atp) bursts, followed by two shocks. The second shock successfully converted the rhythm. Technical services (ts) reviewed the event and determined that therapy was initiated due to the rhythm ID feature being uncorrelated. However, ts stated that it was difficult to determine whether the episode was ventricular tachycardia (vt) or supraventricular tachycardia (svt) therefore, the appropriateness of the therapy could not be confirmed. No additional adverse patient effects were reported. This ICD remains in service. Additional information was received that the physician decided to resolve with no programming changes and will continue to remotely monitor this patient and schedule in person visits as normal. This ICD remains in service. No adverse patient effects were reported.